Event description:
Early last year the patient had a robotic assisted laparoscopic prostatectomy. One year later the patient presented with pain and urine leakage. Cystoscopy revealed the hem-o-lok in the bladder. It was suspected that it turned loose from tissue and migrated through the new vesicoureteral anastomosis before healing.